Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Patient's entire system explanted.

Event description:
Related manufacturer reference number 3006705815-2021-06669. It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on all contacts. Attempts to reprogram were unsuccessful. Reportedly, x-rays showed that both leads had migrated. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.